Event description:
It was reported that the device and leads were removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) , the outer insulation was breached cut and there was apparent explant damage. (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.